Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 1 year, 2 months. Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not conclusively be established through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. The pump remains implanted and the patient continues on vad support. No further information was provided. The manufacturer is closing the file for this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the clinic on (B)(6) 2018 after reporting trauma to the driveline. The heartmate 3 bag fell and the patient felt a "tug". Cultures obtained during the first visit tested positive for klebsiella. Treatment with oral doxycycline was initiated. It was reported that the infection is ongoing. No further information was provided.